Event description:
Reported event of "port infection" in two pts from abstract: "standardized laparoscopic gastric band insertion technique is reducting the early morbidity of band surgery", surgical endoscopy and other interventional techniques. (April 2013) vol 27, supp. Suppl 1, pp. Meeting info: 20th international congress of the european association for endoscopic surgery, eaes 2012. Brussels, belgium, 20 jun 2012 - 23 jun 2012. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally doe not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operation period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."